Event description:
It was reported that the insulin pump had blank display. Customer changed the battery but screen was still blank. Troubleshooting was done. The customer was advised to allow the insulin pump to rest for 2 hours without the battery and to call back if issue still persists. Customer called back and reported that the insulin pump did not respond to a battery change. No further information provided.

Manufacturer narrative:
Insulin pump received with unexpected blank display due to corroded electronic assembly. No moisture damage on motor assembly during visual inspection. Insulin pump received with minor scratched lcd window and cracked reservoir tube.